Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced. The capsule was sent for pathological analysis which observed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06may2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced. The capsule was sent for pathological analysis which observed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced. The capsule was sent for pathological analysis which observed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for pathological analysis which observed fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.